Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log did not show any related errors. Service will replace the downstream occlusion sensor. Use testing was performed. The problem source is defective component of the downstream occlusion sensor.

Event description:
Information was received that the cadd legacy plus pump had double beep and it was just in for repair. No adverse patient effects.